Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that it was hard to introduce the electrode in the ¿white guide over the plot 0.¿ the surgeon removed the electrode and when he pulled it, ¿the plot 0 broke.¿ the product was replaced. There was no patient harm, injury, or death. Additional information was requested, but was not available as of the date of this report.